Event description:
It was reported that the user sought to return the ilet due to frequent low blood glucose and high glucose events, including nighttime lows with sweating, and concerns that the corrections algorithm and limited user control did not meet expectations. The user, an athlete, reported a highest glucose of 401 mg/dl and a lowest of 39 mg/dl, and had been making multiple meal announcements to manage glucose, with oral glucose used for treatment. Symptoms included hypoglycemia, hyperglycemia, and diaphoresis. Outcomes included an unexpected medical intervention in the form of medication administration for hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement behavior, and user-interface factors, with the medical device problem characterized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.